Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed and passed. The instrument was retested and passed on both attempts. The instrument was fully functional. The grip input disks were manually articulated, and the grip tips opened and closed without any issues. Upon visual inspection, there was no damage at the distal wrist. There was no problem detected. Additional observation(s) not reported by site: the instrument was found to have broken housing snaps. The root cause is typically attributed to the user. Upon removal, the instrument was found to have multiple cracked input disks. Hairline cracks were found on grip input disks. The root cause is typically attributed to mishandling/misuse. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the medium-large clip applier instrument (part number: 470327-12, part number: n10201103-007) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument was installed in the system but had 0 minutes of usage. The instrument had 3 uses remaining out of 100 max tool uses. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument¿s tip would move in the opposite direction when it was manipulated by the surgeon. The tip would move to the right, when the surgeon attempted to move the instrument to the left. No fragment fell into the patient. The customer used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (nurse) and obtained additional information: the instrument was inspected prior to use with no damage noted. The surgeon stated the instrument would move in an opposite direction with a jerking motion. The reported issue occurred three different times during the procedure. The reported issue occurred with the same instrument on the same arm. The drape was not exchanged at any time during the procedure.